Event description:
Nurse stated that steri-strips were applied to a c-section incision which was covered by a dressing. The pt complained of itching and a red rash was noted under the dressing. The physician prescribed triamcinolone cream to relieve symptoms. The pt had a slight fever. The area was cleansed and an opsite dressing was applied. No further medical care provided.

Manufacturer narrative:
Method: (testing not performed). Results: (product not returned). Conclusions: (no eval will be performed).